Event description:
It was reported that during interrogation of this implantable cardiac defibrillator, noise was detected. A manual interrogation of the device was successful, followed immediately by a reprogramming to suspend detection. The right ventricular lead impedance was high and out of range since the implant. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.